Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation below the nominal burst pressure. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.